Event description:
It was reported that during an unknown procedure, the surgeon found the knife indicator did not move to the end after the third stroke of the second firing. The reload was used on a linear stapler. After the device was removed from the tissue, the surgeon found there were a few staples still in the distal part of the reload. One reload was used before this event. The surgeon tried to fire the device with this reload out of the patient and the staples in the distal part of the reload were deployed. Changed to another reload to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ecr60b, k5cp8j cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. Events could not be confirmed as no device was returned for analysis. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: did the device deliver any staples into the tissue? Yes. If yes, were the staples formed properly? Yes. If yes, was the staple line complete? No. A few staples still in the distal part of the reload. Did the device cut the tissue? Yes. If yes, was the cut line complete? No. The cut line was a little shorter than expected. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No.